Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1083 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also treated with manual injection. Customer experienced symptoms such as vomiting, dry mouth a result of high blood glucose. Customer was treated with intravenous insulin drip in the hospital and was in the emergency room with hyperglycemia. Based on report customer was alleging that the insulin pump was under delivering. Customer was advised to perform displacement test and test was passed with no reservoir detected. Customer was also reported that the drive support cap was normal and insulin pump was working properly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.